Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. To enable abutment change and removal, the abutment is attached to the implant with an abutment screw. Occasionally the abutment screw may become loose and need tightening. If it is not tightened, the abutment may fall out. An abutment change or removal is a minor procedure involving the exchange of external hardware by screwing and unscrewing the abutment from implant. The baha surgery guide include instructions how to adjust and tightening the abutment. There are no indications that a product failure has contributed to the reported issue. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on february 28, 2018, (B)(4).

Event description:
It was reported the patient experienced continued discomfort at the abutment site resulting in the decision to remove the abutment on (B)(6) 2018. Subsequently, the patient was prescribed a topical antibiotic.